Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy, bile leaked between the first and the second clips at the central side on cystic duct. Previously, three clips were deployed on the central side and one clip on the peripheral side. The clips were removed and leakage was stopped with the hem-o-lok. The operation video was checked and it was found that the cystic duct after removing the clips was torn. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 01/04/2018. D4: batch # p9370g device analysis: the analysis results found that the er420 device was returned with no damage in the external components and with a clip in the jaws. In addition, a plastic bag with 3 scissored clips and 3 conforming clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed 6 conforming clips; finally, the device locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken. It is known from the history of the device that have the handle post broken may lead to ejected clip. No conclusion could be reached as to what may have caused the damage found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected data: g6. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.